Event description:
Information was received from an advanced evaluation trial patient with an external neurostimulator (ens). The patient reported that they felt pressure to have bowel movement but doesn¿t actually go. The patient stated that these problems started after radiation therapy and mentioned it takes 2-3 times to unlock the device. Additional information was received from the patient on (B)(6) 2017. The patient reported that they had a bad day the day before report with diarrhea. The patient noted that they thought that the antibiotic might be causing the diarrhea because this happened in the past. It was indicated that the patient had to take imodium. Additional information was received from the patient on (B)(6) 2017. The patient reported that they had diarrhea from taking the antibiotics that they were on. The patient noted that the last day to take the antibiotics was the day after report. The patient noted that they had to take imodium to help with the diarrhea. No further complications were reported or were expected.